Event description:
It was reported that, "double sided drill guide (2.7 side) broke off."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.